Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon went to range the knee and start to close. He noticed mbt raised up a little. He tapped tray lightly with osteotome tray popped up with no cement stuck to the bottom. It was reported that there was loosening at the cement to implant interface. Depuy cement manufacturer used. Doe: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.